Event description:
It was reported that the patient presented to the hospital with dizziness, circulation problems and atrial/ventricular block ii/iii. It was noted that the patient's device was not able to pace and had no output. The device was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. The no output conditions were the result of lifted hybrid bond wires.